Manufacturer narrative:
Investigation summary: a trend review was performed for the provided model and lot number related to this failure mode were found in a 12-month period. Additionally, no complaints related to this failure mode were found in a 12-month period. Samples for the reported failure mode was requested since the crack area was not identified in the description of the report of the failure mode. No samples were received, therefore, no investigation could be performed. No preventive and corrective actions required since the failure mode could not be confirmed. We will continue to monitor our customer feedback processes for any similar incidences, implement any corrective actions as appropriate.

Event description:
It was reported 105"admin set 20dp w/filter 2ysites clmp was cracked, causing leakage. The following information was provided by the initial reporter: "set is cracked and leaking. The crack is not evident when bag is primed or when first hung and pump started. Typically occurs after the infusion has been running for a little while."